Manufacturer narrative:
Section a2, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was inserted into a patient's eye but was subsequently removed due to the patient's anatomical issue (weak capsule, eye not being able to support the lens and the lens began to sink). Unplanned vitrectomy was performed. The surgeon did not replace the lens during the same procedure. It was noted that the patient did not experience any permanent impairment and had fully recovered. The issue was not due to use error. There was no debilitating condition in the patient. No other information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 4/17/2025. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found the lens was received coated in viscoelastic residue. The lens was cleaned revealing a crack-like mark on the lens edge. No further evaluation was performed. Conclusion. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens damaged¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.